Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose and passed out. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was low when the paramedics arrived. Customer stated that she had high blood glucose and increased one of the settings which caused the low blood glucose. Nothing further was reported.